Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided; best estimate is between (B)(6) 2020 and (B)(6) 2020. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a sensar monofocal intraocular lens (iol) was explanted from the patient's eye due to the need for new lens power for patient to reach the intended vision. The replacement lens is the same model higher diopter (26.5) iol. There were no sutures or incision enlargement required. Reportedly, patient is doing well post-operation. No further information provided.

Manufacturer narrative:
Section d10: device available for evaluation: yes. Section d10: returned to manufacturer on: 8/25/2020. Section h3: device returned to manufacturer: yes. Device evaluation: the product was returned in its original packaging with the wheel case insert. Lubricating material residue and loose particles were observed on the lens surface. The lens was cut into pieces and the haptics were damaged/distorted. Due to the conditions of the sample returned the reported issue could not be verified, and product quality deficiency could not be determined. However, as per information provided the lens was replaced due to specific visual issue, and not for product issue. New power was needed for patient to reach the intended vision. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed no additional complaint was received for this production order number. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.